Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome by zimmer (B)(4) revealed the 2 and 4 inch width plates were badly worn and needed replaced, plates 1 and 3 were also worn. The head was badly worn and the inner tube was hard and needed replaced. It was also revealed that the device calibration was out of specifications at all settings. Repair of the air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the reported event could not be replicated. However, it was also revealed that the width plates and head were worn and the device calibration was out of specifications at all settings. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was slicing instead of cutting. No adverse events have been reported as a result of this malfunction.